Event description:
The patient underwent an ultrasound-guided ascites percutaneous drainage catheter placement procedure using navarre opti drain catheter. Post the procedure on (B)(6) 2025, the drainage catheter connector had fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, three photos were provided for the review. The photo shows the partial view of drainage catheter in which longitudinal crack was noted on the catheter hub. Another photo show partial view of clinician holding the drainage catheter, in which catheter hub was noted to be completely broken and broken piece of the drainage catheter hub was noted to be missing. The investigation is confirmed for the reported fracture issue for the first device. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent an ultrasound guided percutaneous drainage catheter placement procedure using navarre opti-drain drainage catheter. On (B)(6) 2025, post the procedure, the drainage catheter connector had fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd